Event description:
While doing a peripheral angioplasty, the tip of the control wire broke off in the patient's anterior tibial artery. The tip was not removed. A stent was place up against it so that it did not move. The patient was discharged to home.